Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed that the inner conductor helix had been kinked between the tip electrode and the ring electrode. The analysis showed that the cause was most likely excessive mechanical stress during the operation. The analysis showed no other deviations that could be related to the clinical complaint. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that a venous perforation occurred during the attempted implantation. A stenosis was present in the area of the cephalica access. When the lead was then supposed to be inserted into the introducer, it was bent after exiting of the introducer and perforated the rest of the vein. The lead was removed accordingly and a new solia was used.